Event description:
Oversensing and inappropriate therapy were reported. It was also reported that a fracture was confirmed at the anchoring sleeve. The lead was replaced. No patient complications have been reported as a result of this event.